Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient presented to the emergency department in cardiac arrest with initial rhythm of ventricular fibrilation. Cardiopulminary resusication (CPR) was initiated. The patient was shocked twice with return of spontaneous circulation (rosc). The patient was intubated. Initial ecocardiogram revealed atrial fibrillation and the patient subsequently arrested again with ventricular fibrillation. CPR was resumed. After numerous rounds of epi, rosc obtained. The complainant reported that the patient was implanted with an impella device for mechanical circulatory support. During support the patient experienced hematuria, lost pulses and gastrointestinal (gi) bleeding. Hematuria was noted in foley catheter. The team was encourage to evaluate position with echo imaging and reposition as needed. Additionally, the patient was having weak and faint distal pulses, and decision was made to place distal catheter perfusion for impella insertion site. Lastly, lactate was rising due to a gi bleed, possibly ischemic bowel, and the gi team was consulted. Additional information noted care was withdrawn and the patient expired.

Manufacturer narrative:
Correction d4, g4. The investigation of the reported failure mode has been completed. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.